Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified distal popliteal artery (pop). A 2mmx20mmx143cm coyote¿ es balloon catheter was advanced to dilate the lesion. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 4mm×2cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.